Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - sample was received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (1) opened 32gx4mm bd pen needle without a tear drop label attached. The consumer had reported needle clog during priming and elevated blood sugar. The returned sample was examined and it was observed that the non-patient end (npe) cannula was bent. No evidence of manufacturing defect was observed. The bent npe cannula would be the cause for no flow through the pen needle, hence the customer would think the pen needle was clogged and potentially leading to elevated glucose levels. Since the sample was returned after use the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. CAPA/sa - based on the above, no additional investigation and no CAPA/sa are required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 pen ndl 32g 4mm needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter :   it was reported by the consumer that the needle clogged during the priming and that there was no insulin flow.   Date of event: unknown. Samples: available.